Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple malfunction alarms occurred and the pump stopped all insulin delivery. The customer's blood glucose (bg) level was 180 (mg/dl). The customer took a manual injection. It was indicated that the customer would use manual injections as alternate insulin therapy until the replacement pump is received.